Event description:
Report received from the USA stating that the device has its power broken (low power). The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. Ref: # (B)(4).